Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be reproduced. During the device evaluation it was observed that there was an irregular color tone due to noise however, the cause of the failure has not been confirmed. Upon further evaluation it was observed that the image disappeared at an angle. It was also observed that the adhesive on the bending section cover was chipping due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the image on the endoeye flex deflectable videoscope is ¿pinkish.¿ there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. It has been over 5 years since the subject device was manufactured. A review of the device history record and quality data trending & analysis found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be determined however, based on the results of the investigation, it is likely that one of the following led to the malfunction: the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of that inspection are unknown. The intended procedure was therapeutic. The product issued caused ¿a few minutes of delay¿ was subsequently completed with a similar device (ltf-s190-10/ sn: unknown). Olympus will continue to monitor the field performance of this device.